Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that the operator found that leaked digestive juices spread over patient¿s clothes and confirmed that the device had been removed from the patient spontaneously. Allegedly, when checking the device, the operator found the leakage on the device around the valve. Allegedly, the facility checked the volume of filling fluid once a week.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at (B)(4) due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at (B)(4) due to the expire of stock period after visual inspection.

Event description:
It was reported that the operator found that leaked digestive juices spread over patient¿s clothes and confirmed that the device had been removed from the patient spontaneously. Allegedly, when checking the device, the operator found the leakage on the device around the valve. Allegedly, the facility checked the volume of filling fluid once a week.